Event description:
Broken bushing.

Manufacturer narrative:
The device history record and user info shows no deviations from our specifications. Visual examination of complaint sample: plateau: on the backside is an unusual imprint visible. It is not justified if it is from the implantation or if the plateau was not correctly placed on the tibia component. Bushing: the bushing is broken. Femur component: the femur component shows a lot of scratches. So far we assume that bone cement was within the rotating mechanism, which have left to the broken bushing and incident. Beside this no centralizer was used as described in our surgical technique. Beside this the complaint sample was sterilized by steam. Meaning that all polyethylene components are altered. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.